Event description:
The customer contact reported that during testing at the user facility, "sparks" were noted from the plug on the power cord. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.